Manufacturer narrative:
(B)(4) .

Event description:
It was reported that the pulse generator exhibited low impedance measurements. The device was explanted and replaced. No additional information was available at this time.